Event description:
The user facility reported that during the start of a patient procedure, the table was level and started to move to lateral left side without being commanded to do so. No injuries were reported however, a procedural delay was reported.

Manufacturer narrative:
A steris service technician inspected the table and was unable to duplicate the reported event. The technician is scheduled to replace the main manifold assembly and side tilt assembly.